Event description:
An initial report was received. However, have attempted to gather additional information and clarify incident. MDR filed since the end user may possibly be unable to use the device for administration of medication however has not been confirmed. It was reported no injury occurred. Please note: any further information received will be filed in a supplemental.